Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the motor power supply voltage error detected. This is measured before each single pump stroke and then continually measured periodically during the entire motor driving period (pump error 41) alarm and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump's history files and traces using thump software. Pump alarmed a pump error 41 alarm on the event date of 12/04/2024 at 19:41:46.000. Pump alarmed a pump error 43 alarm on the event date of 12/04/2024 at 19:41:46.000. Pump was cut open to perform visual inspection and found moisture damage on the motor slide (dried insulin) the following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Rewind anomaly was not confirmed during testing. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 43. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor slide (dried insulin) moisture damage was confirmed found on the battery tube and dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.